Event description:
While on vacation in (B)(6), it was discovered that this device was at eri indication. The pt was followed by telephone checks, and the eri was not noted in the last telephone check. This device was explanted and replaced with another pacemaker, in (B)(6). It was reported that this device will not be released to biotronik for analysis. Should additional info become available, this file will be updated.